Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event as the serial number, resolution, implant date and patient information, but further information was unable to be obtained by the clinical representative. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A commanded shock was performed and the out-of-range measurements were confirmed. Technical services (ts) suspected a possible calcification, but it was not conclusive. Reprogramming options were recommended. No adverse patient effects were reported. This rv lead remains in service.